Event description:
The customer reported having electrical failure of limb lead sets during testing, possibly due to moisture. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.